Event description:
It was reported that during the da vinci total hysterectomy procedure, it was noticed during suturing and as the monopolar curved scissors instrument was being cleaned that the monopolar curved scissors instrument tip cover accessory was charred on the gray area and had three small holes on the plastic portion. No burn or char marks on the patient were observed. No patient harm, adverse outcome or injury was reported and the planned surgical procedure was completed without significant delay. The site indicated that they would not be returning the monopolar curved scissors instrument for evaluation as the instrument was not set aside and they could not determine which instrument was used during the surgical procedure. The site also indicated and that they felt that the instrument did not contribute to the tip cover accessory damage. Medwatch MFR. Report #2955842-2007-00328, which is related to this event, was also sent to the FDA.

Manufacturer narrative:
The case notes indicated that the instrument would not be returned, however, the tip cover accessory used in conjunction with the instrument was returned and evaluated. See medwatch MFR. Report #2955842-2007-00328 for the engineering evaluation results of the 8mm mcs tip cover accessory.